Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a procedure, the lead integrity alert (lia) was triggered for the patient's right ventricular (rv) lead due to oversensing of noise and high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.